Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fibre bonding in the outer tube area (distal end) was damaged. Based on the results of the investigation: it is likely that, after some time, the image color disappeared, leaving only a black-and-white image, due to a broken lg-bundle in the video cable section. It is likely that the stripes in the image occurred due to a broken r-unit. A definitive root cause could not be identified for the damaged fiber bonding in the outer tube area (distal end). Three good faith efforts were made to obtain additional information; however, no response received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported, that the subject device image color disappeared. And only a black and white image remained. The issue occurred, during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked. But unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.